Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. Per the clinical manager, the events were unrelated to the utilization of any fresenius product(s) or device(s). The cause of the peritonitis was attributed to the patient¿s shower head being improperly disinfected. Pseudomonas aeruginosa is the most common pseudomonas bacteria and are present in soil and water. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction, caused or contributed to the serious adverse event(s) experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was diagnosed with peritonitis. Initially it was reported that the patient was receiving antibiotics during continuous cycling peritoneal dialysis (ccpd) therapy. Upon follow-up with the patient¿s clinic manager (cm) it was reported the patient presented to the outpatient home dialysis clinic with abdominal pain on (B)(6) 2020. A peritoneal effluent fluid culture was obtained and was positive for pseudomonas aeruginosa. A peritoneal effluent cell count was also collected, which revealed an elevated white blood cell (wbc) count (value not provided). The patient was diagnosed with peritonitis and is being treated with intraperitoneal (ip) vancomycin 1 gram daily for 21 days. The cause of the patient¿s peritonitis was attributed to the patient¿s shower head not being disinfected properly. The patient is recovering from the events and continues to undergo ccpd at home without issue. Per the cm, the events were unrelated to the utilization of any fresenius product(s) or device(s).